Event description:
Medtronic received a report that a pipeline embolization device failed to open in the distal section. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm with a max diameter of 3.8mm and a 3.5mm neck di ameter. The landing zone was 4mm distally and 4.4mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was 2. The angiographic result post procedure showed obvious stasis in the aneurysm cavity of the treated aneurysm. It was reported that during an aneurysm surgery on the internal carotid artery and ophthalmic artery segment, the surgeon selected a ped-450-16 dense mesh stent. The microcatheter passed through the lesion and was retrieved to expose the developing coil at the tip. The tip of the dense mesh stent could not be opened smoothly and could not be opened after multiple adjustments. Less than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed less than or equal to two times. The entire delivery system was withdrawn, and the tip of the stent was found to be damaged after removal. The stent was promptly replaced with a ped-450-18 dense mesh stent. The operation was carried out smoothly and ended safely. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary device include a microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex pushwire was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the braid was not returned for analysis. Therefore, any contributing factors could not be assessed. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.